Manufacturer narrative:
Additional information: the patient was hospitalized for the event and was discharged one week prior to the receipt of this report. On an unreported date one week ago, the patient's catheter was removed. Antibiotic treatment was discontinued. The patient was switched to hemodialysis twice a week. At the time of this report, the patient has recovered from peritonitis and was recovering from sepsis in the abdomen. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to abdominal sepsis (no further information provided). It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, intraperitoneal and frequency was not reported) and fortum (1 gram, intraperitoneal and frequency was not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.